Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips to report that the device displayed an error code 1000 "defib failure". There was no reported patient involvement.